Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that, after changing their infusion set, their insulin pump did not detect that the reservoir was attached. The blood glucose level was 106 mg/dl. During the manual prime, the customer states that insulin was leaking and that they were not wearing the insulin pump at the time. During troubleshooting, customer stated that during priming he saw a gap between the piston and reservoir stopper. The customer also noticed that the drive support cap was loose. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted.